Manufacturer narrative:
The subject device was returned to olympus for evaluation. The customer¿¿s reported defect was confirmed, verticals lines/noise (but visible) were displayed on the image due to a faulty charged coupled device (ccd) unit or imaging elements. Additionally, there is fluid invasion in the camera head main body, and the cable unit is twisted. Additional information has been requested and is pending from the customer. The investigation is ongoing, however, if additional information becomes available this medical device report will be supplemented accordingly.

Event description:
Olympus (omsc) was informed that the customer camera head was returned to olympus for a reported image defect, ¿sandstorm noise (after use)¿. The reported defect was found after use. No death, injury or harm was reported.

Manufacturer narrative:
This report is being supplemented to provide additional information, based on the legal manufacturer's final investigation. A review of the device history record found no deviations, that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the faulty charged coupled device (ccd) unit could not be identified. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
This supplemental report was submitted to provide a correction to the initial reporter (e1) of the customer's event. Additional information was requested but no further information was obtained.